Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed, but not returned.

Event description:
It was reported to nevro that the patient¿s incision site was not healing well and opening up. The physician believes this was due to being a smoker and non-compliance with wound care instructions. The device was removed and there have been no reports of further complications regarding this event.